Event description:
It was reported that the ventilator experienced a device alarm indicating a battery fault while using the non-invasive ventilator. The customer states 'the ventilator battery failure caused the patients spo2 to drop, posing a safety risk.' The charged nurse was promptly notified, and the device maintenance team was also notified. The patient was promptly transferred to an alternating ventilator that was functioning normally. The investigation is ongoing. Additional information has been requested. Per the v60 user manual 1047358, chapter 1: warnings, cautions and notes on alarm messages section 1-8 states, if alternating current (ac) power fails and the backup battery is not installed or is depleted, an audible and visual alarm annunciates for at least 2 minutes. Immediately discontinue ventilator use and secure an alternative means of ventilation. As in most ventilators with passive exhalation ports, when power is lost sufficient air is not provided through the circuit and exhaled air may be rebreathed. In addition, the v60 ventilator service manual 1049766, chapter 6 diagnostic mode and troubleshooting 6.7 battery troubleshooting tips- the ventilator may display a high priority alarm- check vent: battery failed, if ac power fails and the backup battery is not functioning an audible and visual alarm annunciates for at least two minutes. Immediately discontinue ventilator use and secure an alternative means of ventilation. If this occurs while the ventilator is plugged into an ac power source, the ventilator continues to provide the prescribed therapy. However, the battery failure alarm cannot be cleared without power cycling the ventilator. Philips recommends switching the patient to an alternate form of ventilation and servicing the ventilator.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the report outlines critical inquiries regarding a patient¿s medical device incident. Key information sought includes the patient¿s spo2 levels, the age of the battery (approximately five years), and the last service date, which remains unspecified. The device was newly connected to the patient and was confirmed to be plugged into an alternating current (ac) power supply at the time of the event. Additional details requested pertain to the device¿s prescription settings, behavior during the incident, and configurations of various attachments, though many specifics are marked as ¿asku¿ (ask unknown) the logs or diagnostic codes are unavailable, and while troubleshooting efforts are needed, equipment repair has not yet commenced, with no injuries reported. The device failed to pass performance testing and remains out of service pending repair. Patient demographic information is also requested to complete the file but confirmed to be unknown. No further information was able to be obtained. Per a follow-up good faith effort (gfe), it was confirmed that unit was repaired by the equipment department through replacement of the internal battery, after which the ventilator resumed normal operation with no personnel injuries reported. Following the repair, the device successfully passed performance specification testing and was confirmed to meet specifications. The ventilator has been returned to service. The device did display a ¿battery failed¿ alarm, and the alarm functioned as intended. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the report outlines critical inquiries regarding a patient¿s medical device incident. Key information sought includes the patient¿s spo2 levels, the age of the battery (approximately five years), and the last service date, which remains unspecified. The device was newly connected to the patient and was confirmed to be plugged into an alternating current (ac) power supply at the time of the event. Additional details requested pertain to the device¿s prescription settings, behavior during the incident, and configurations of various attachments, though many specifics are marked as ¿asku.¿ the logs or diagnostic codes are unavailable, and while troubleshooting efforts are needed, equipment repair has not yet commenced, with no injuries reported. The device failed to pass performance testing and remains out of service pending repair. Patient demographic information is also requested to complete the file but confirmed to be unknown. No further information was able to be obtained. The investigation is ongoing.